Event description:
The hosp reported that during preparation for an endoscopic vein harvesting procedure, using the vasoview 7xb, the dissection tip was threaded incorrectly and plastic debris caused an obstructed view. The dissection tip was replaced; however, the issue remained. During harvesting, the c-ring slider became locked into place and was unable to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
The device has not yet returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).